Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device failed preventative maintenance. The device showed lots of artifact when ECG lead ll was disconnected and not displaying ECG lead off alarm. There was no patient involvement.